Event description:
The MFR received info alleging a check circuit alarm condition occurred. There was no pt harm or injury reported. The device has not yet been evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.